Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported that the coating on the tip of the needle was deformed during preparation for a radiofrequency ablation procedure. During preparation of the leveen superslim needle electrode; the coating on the tip of the needle was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event approximated since unknown. Device evaluated by MFR: the unit returned has an unknown cover in the tip, as part of overall visual revision. The returned device matches with upn provided by the customer. One rf probe was returned for analysis. No visual damages were observed on the electrode, handle, cannula and the insulated area. The insulation coating was not damaged. A foreign matter was observed adhered to the needle tip. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. Foreign matters were also observed adhered to the tines.

Event description:
It was reported that the coating on the tip of the needle was deformed during preparation for a radiofrequency ablation procedure. During preparation of the leveen superslim needle electrode; the coating on the tip of the needle was deformed. The procedure was completed with another of the same device. No patient complications were reported.